Event description:
Country of complaint: (B)(6). During intervention with davinci robot; four clips fell into the pt and had to be recovered. This resulted in surgical delay. Related medwatchs: 2916714-2015-00287; 2916714-2015-00288; 2916714-2015-00289; 2916714-2015-00290.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Analysis found that the metal sheet that transports the clips within the magazine is deformed. It was not possible to detect the root cause for this failure, but this issue was likely caused by a mishandling.